Event description:
Hospital reported a 1,000 ml bag of blood was set up to infuse at a rate of 500 cc/hr with the volume to be infused set at 500cc. The infusing channel was being used with a dialyzer, the other channel was drawing out blood. Hospital advised that the whole bag was infused.